Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated. The reported event of high impedance was confirmed. As received, the lead extension was found with one internal wire broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Manufacturer report number 1627487-2023-00938. It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead and extension were explanted. The lead was replaced to address the issue.